Event description:
It was reported that during an idet procedure there was a 2-hour delay due to the catheter not working and the patient was on the table under anesthesia. The 20s generator that used in the case worked properly. The doctor had to finally cancel the procedure. No other information is available for this incident.